Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection didn?t reveal any blue precipitates; however, visually it was revealed that the vial to which the set was attached was blue marked on. The vial was swabbed with the same saline and the blue was transferred on the swab. Therefore, the reported condition was confirmed, however, the cause is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) from a pharmacist that an administration set had blue precipitates observed at the end of the set. A patient was connected to the set and was receiving an administration of solumedrol (methylprednisolone) 8 grams through a nacl ecoflac 100ml vial. Reportedly, the set was connected to a 3 ways cair stopcock that is not blue coloured. At the end of the administration, blue precipitates were in the inlet. There was no patient injury or medical intervention reported for the patient. According to the reporter, blue ink marker is used in several services of the hospital, but these complaints were reported from the same service. It is true that the sample received was coupled with the vial that was marked with blue ink, in addition the blue degree of the precipitates are almost the same as the marker. However, there is no information regarding additives that could have led to this issue. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.